Manufacturer narrative:
The technician found a broken screw the cut flat head of the screw was broke off and was missing the roller guide and lower pivot block in the right side which holds the latch. The most likely cause is force such as the stretcher being ran into an object during transport. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performs preventative maintenance on this bed. The screw, roller guide and lower pivot block were replaced on the right side rail by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The technician found the right side rail would not latch. The stretcher was located in the basement at the facility. Ther was no pt/user injury reported. (B)(4).